Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device analysis: the device related to the reported event of rupture was received on may 29, 2020 with lot number 1431519. Analysis of the returned device identified: opening extended on anterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. Device was explanted.